Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3+ functional mitral regurgitation (mr) for a mitraclip procedure. There was resistance advancing the steerable guide catheter (sgc) due the patients anatomy. The sgc was removed from the patient and upon inspection of the catheter tip, a frayed edge was identified. A replacement sgc was selected, prepared, and advanced successfully. A mitraclip xtw was deployed successfully on the central anterior-2/posterior-2 (a2/p2) leaflets and the procedure was discontinued. The final mr was grade 1+. There were no adverse patient effects or clinically significant delays reported.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3+ functional mitral regurgitation (mr) for a mitraclip procedure. There was resistance advancing the steerable guide catheter (sgc) due the patients anatomy. The sgc was removed from the patient and upon inspection of the catheter tip, a frayed edge was identified. A replacement sgc was selected, prepared, and advanced successfully. A mitraclip xtw was deployed successfully on the central anterior-2/posterior-2 (a2/p2) leaflets and the procedure was discontinued. The final mr was grade 1+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported failure to advance sgc was unable to be determined. The reported damaged sgc soft tip was likely a result of procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.